Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the lead warning triggered, and both the atrial and right ventricular (rv) leads exhibited a spike in impedances on one day. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.